Event description:
A nurse reported that following bilateral intraocular lens (iol) implant surgery both lenses were exchanged because the pt was unhappy with the outcome. She stated both lenses were replaced with a monofocal lens and the pt is doing well. Add¿l info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info. (B)(4).